Manufacturer narrative:
The user reportedly experienced diabetic ketoacidosis requiring hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management. Engineering log review confirmed that device data corresponding to the reported event timeframe were partially available; however, the device was powered off from on (B)(6) 2026, limiting review of the reported event date. Available device data prior to shutdown showed repeated cgm-related alerts, including g7 sensor failure, cgm signal loss, pairing failure, bg run states, incomplete cartridge load conditions, and prolonged suspension of insulin dosing due to lack of cgm input. Device data also showed incomplete supply change operations and interruption of insulin delivery prior to device shutdown. No malfunction alerts or motor errors associated with the ilet pump were identified. Based on available information, the event was attributed to interruption of therapy associated with cgm unavailability and incomplete supply change conditions, with no confirmed malfunction of the ilet pump identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-apr-2026, it was reported that on (B)(6) 2026 the user experienced diabetic ketoacidosis (dka) requiring hospitalization. Additional clinical details, including blood glucose values, admission date, discharge date, and treatment information, were not available. No long-term health effects were reported.